Event description:
Adverse event(s): "no harm/injury reported" (no consequences or impact to patient). Product problem(s): "cassette failed to connect" (failure to prime); the customer reported: the cassette failed to connect to the system. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).